Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a comparative method. Reporter stated meter read 269 mg/dl and nursing center device read 130 mg/dl performed within minimal time. Reporter indicated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.